Manufacturer narrative:
Approximate age of device - 6 years, 11 months. Manufacturer's investigation conclusion: although the reported events were confirmed through evaluation of the submitted log file, a specific cause could not be conclusively determined through evaluation of the returned portion of the percutaneous lead (driveline). The replaced portion of the percutaneous lead (driveline) was returned measuring approximately 13.5¿. Visual inspection of the outer silicone jacket revealed rescue tape applied at the distal end bend relief terminus. Removal of the tape revealed a tear to the jacket at the terminus of the bend relief and approximately 4" from the controller connector. The driveline was tested for electrical continuity and no discontinuities or shorts were found. Examination of the metal shielding revealed breakdown 2.5" and 4" from the controller connector. Visual examination of the underlying wires did not reveal any insulation breaches. The driveline was submerged in a saline bath for high potential testing to check for any current leakage through the wire insulation. No breaches were found. The evaluation did not reveal any issues that could have contributed to the events captured in the log file. However, the driveline was not entirely returned. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the lvad system was producing several pump stoppage events, low flow and low speed advisory alarms over the past several days, which was confirmed by the technical service representative during review of the provided log file data. X-rays were also provided to the technical service representative for review which confirmed an area of the percutaneous lead (driveline) distally by the bend relief that appeared to have some tape applied and slight kink. On (B)(6) 2018, the technical service representative replaced the entire external portion of the driveline with no issues. The patient was placed on a grounded patient cable after the repair and the alarms did not return. The patient will be monitored for a short while then discharged if no more alarms occur. No additional information was provided.